Manufacturer narrative:
Additional narrative: device broke while being inserted; it was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a trauma procedure while applying force to screw the screw into the bone the head of the screw sheared off. The shaft of the screw was left in patient with no adverse effect. The procedure completed. This is report 1 of 1 for (B)(4).